Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: lot number unknown. The complaint is confirmed for 1 zyston curve mis var ins shft (pn: 14-533073) for the reported failure of the tip shearing off. The product was not returned, so an evaluation is unable to be performed. The tip likely broke due to excessive force being applied on the device at an angle. The product was not returned forfurther investigation; therefore, a definitive root cause of the reported issue could not be determined. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the DHR is unable to be reviewed. No actions are currently recommended. This event is not related to any previous actions. No holds or recalls are associated with this part number. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver sheared off during the procedure. The tip was retained by the patient and an alternate device was used to complete the case. There are no revision plans at this time and no additional patient impacts reported.